Manufacturer narrative:
Additional information: d9, g3, h3, h6.

Event description:
On 10/23/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke inside the instrument. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.